Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received FDA voluntary report (B)(4) with the following event description: underwent robotic -da vinci- proctectomy. Rectum was perforated and not detected until sepsis infection had developed requiring extended hospital stay and numerous surgeries to clean out the infection and perform a colostomy.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The voluntary report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The hospital name and system serial involved with this complaint were not provided on the voluntary report. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.